Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report filed, new information was received reporting that the procedure was performed to treat a lesion with mild tortuosity and heavy calcification in the mid left anterior descending (lad) coronary artery. A 3.0 x 12 mm nc trek balloon catheter during the second inflation ruptured at 16 atmospheres. A non-abbott balloon catheter was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during pre-dilatation, the 3.0 x 12 mm nc trek balloon catheter ruptured during the second inflation. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.